Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that programming changes were performed. The patient condition was stable.